Manufacturer narrative:
The field service engineer (fse) did preventive maintenance on the module and changed several spare parts during the troubleshooting service. The fse found a reagent probe was dropping randomly. The appropriate valve was cleaned and the module was confirmed to be running within specification. Reagent issues were excluded. The service actions resolved the issue.

Event description:
There was an allegation of questionable low results for 2 patient samples tested for either ureal (urea) or ldhi2 (lactate dehydrogenase) on a cobas 8000 c702 module. Patient 1 sample initially resulted in a ureal value of 21 mmol/l, which was repeated on another module as 250 mmol/l and 247 mmol/l. Patient 2 sample initially resulted in an ldhi2 value of 7 u/l, which was repeated on another module as 189 u/l and 192 u/l. The ureal lot number was 60814901 and the expiration date was 31-oct-2022. The ldhi2 lot number was 62246501 and the expiration date was 31-mar-2023. The questionable results were not reported outside of the laboratory.